Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 226 mg/dl and the sensor glucose was 40 mg/dl. The difference between the blood glucose value and the sensor glucose value was 186. Insulin delivery was suspended due to sensor values. Sensor glucose value that triggered the suspend event was 40. The threshold or low suspend limit in sensor settings was 60. The sensor will be returned for analysis.